Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va07bbf, implanted: 2013-(B)(6), product type lead. Product ID 3387s-40, lot# va07bbf, implanted: 2013-(B)(6), product type lead, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
It was reported that there was ulceration of the deep brain stimulator (dbs) generator. It was noted that the outcome was resolved without sequelae on 2014-(B)(6). It was noted that interventions included explant on 2014-(B)(6). It was noted that the event was related to the device or therapy and not related to the implant procedure. It was noted that there wasulceration over the dbs and the generator was exposed. It was noted that the event resulted in in-patient hospitalization.